Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover the leak under electrode condition on the proximal electrode. Additionally, a CAPA was generated to address pacing catheters leak under electrode proximal electrode failure for the bipolar products and is in the investigation phase. Corrections and updates to the h6 codes are as follows investigation findings was changed to manufacutring process problem identified and no device problem found, and investigation conclusions was changed to cause traced to manufacturing and no problem detected. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use after the catheter insertion. The issue was resolved by replacing the catheter. Information such as what kind of surgery or examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Lot number was previously unknown, but later identified from the label on the returned product. Lot number is 64505549. The reported event of pacing issue was unable to be confirmed. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. However, the balloon failed to maintain its inflation due to leakage from partial bond detachment between proximal electrode and catheter body. No visible damage was observed from balloon, windings and returned syringe. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.